Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was a clotting issue. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a blood clotting issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-jan-19. H6: investigation summary bd received 2 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting and additive abnormality were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting/low additive) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retention and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was a clotting issue. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a blood clotting issue."